Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 99% stenosis and calcification). Deformation problem. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 99% stenosis and calcification). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent (2.50mm x 24mm) to a calcified lesion in the lcx with 99% stenosis but the device could not pass. The device was inspected before use with no issues noted. The device was returned to the manufacturing facility and the stent was observed to be damaged. No clinical sequelae were reported. Evaluation summary: the distal tip was flared. There were numerous kinks visible along the hypotube and transition shaft. The transition shaft was cut distal to the guidewire entry port. A number of struts on the 7th, 11th, 12th and 13th proximal stent segments were partially raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).